Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient receiving intrathecal marcaine 15,0 mg/ml at 6,061 mg/day and catapressan 18,7 mcg/ml at 7,556 mcg/day. Logs showed motor stall occurred on (B)(6) 2017 at 21:00, and tube set occurred on (B)(6) 2017 at 21:00. The cause of the motor stall was not determined. A date for the pump replacement had not been scheduled. There was no return, and the pump remained implanted. The pump implant date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for pain. It was reported the pain pump motor was stalled for over 1 month. The patient experienced underdose symptoms. The pump would be explanted, replaced, and returned for analysis. No further complications were reported or anticipated.